Event description:
Customer reported the insulin pump had a blank display. Troubleshooting was performed. Customer's blood glucose level was 204 mg/dl. Customer was advised to disconnect from the device. The device was not bumped, dropped, or exposed to moisture. No damage or corrosion noted in the battery cap or battery compartment. Customer was advised to clean battery compartment and battery cap. The display did not turn back on. Customer was unable to do self test on the device. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was monitored in a 50c oven for several days and no blank display was noted. The insulin pump had normal operating currents. No damage was found on the isolation tape. The insulin pump was received with a cracked display window corner, cracked battery tube threads, a cracked reservoir tube lip and minor scratches on the display window.